Event description:
Reported that during insertion, the patient had "cramping and pain in chest and back" radiating down back to sacrum. Hyperventilating & frightened. Rxed with o2.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed no other similar product complaint file(s) from this lot.